Manufacturer narrative:
(B)(6). (B)(4). Investigation results: visual examination of the returned complaint revealed that the sheath was torn exposing the coil assembly. It was also noted that the sheath and dilator were bent. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in a ureterorrenolitotripsia procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the access sheath was noted to be impaired. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the sheath was torn; therefore, this is now an MDR reportable event (see block h10 for investigation details).